Manufacturer narrative:
D1: brand name corrected. D4: UDI and catalog number corrected. Manufacturer¿s investigation conclusion: the reported event of the system controller¿s green light turning off was unable to be confirmed. A review of the event log files contained data spanning approximately 7 days (02may2024 ¿ 08may2024 per timestamp). All of the captured data appeared to show the pump operating as intended. No pump stops were captured in the log files. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power and backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that batteries were exchanged for troubleshooting and when the patient stood up, it was the second time a low voltage and power cable disconnect alarm occurred, but the green pump running led light turned off. The patient said they did not experience any symptoms. Batteries and battery clips were exchanged a third time and when the patient stood up again, the same scenario happened with the green light on. The patient was then placed on loaner battery clips and batteries and no issues occurred. The patient would be kept on the power module for the weekend and would be on ongoing support. Log files were submitted for review and contained unusual low voltage events and power cable disconnect alarms when the patient was utilizing battery power. It was suggested to examine the patient's system controller. The patient had not reported any further alarms/events since the batteries and battery clips were changed out and was prepped for discharge. Additional log files were submitted for review and the latest data did not contain any unusual power cable disconnects or low power events. There were no unusual events recorded in the latest log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.